Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes and hypercholesterolemia.

Event description:
Edwards received notification that this 78-year-old patient with a valve model 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of four (4) years and five (5) months due to mild to moderate regurgitation and moderate to severe stenosis (mean/peak gradient 34/59mmhg, valve area 0,8cm2). As reported, the patient was diagnosed with aortic prosthesis dysfunction and presented with shortness of breath and ejection fraction (ef) 55 percent. A 26mm non-edwards valve was implanted within the pre-existing surgical edwards valve using the transfemoral approach. Reportedly, patient outcome was excellent and patient was noted as to be doing well.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.